Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the wake button has stopped functioning. Troubleshooting with tandem technical support was performed. Contact stated the device still turns on when plugged into a power source, however, the customer was unable to unlock the pump. Customer had elevated blood glucose levels (550 mg/dl), and was admitted to the hospital due to diabetic ketoacidosis. Customer was being treated through an insulin drip and had not been released yet from the hospital at the time of the call. Contact stated customer has back up manual injections for insulin therapy.